Manufacturer narrative:
Batch quality and manufacturing history records have been checked and found to be according to specification valid at the time of production.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. The monopolar scissors on the bovie machine sparked and singed the cord off. The patient was not harmed.